Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were unable to be reproduced. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by the force sensor values out of specification. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion alarm. There was no patient involvement. No additional information is available.